Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedance. Additionally, patient experienced inadequate coverage on the right side. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. The new lead was repositioned achieving adequate coverage. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.